Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified middle of the left anterior descending artery (lad). A 10mmx2.75mm wolverine coronary cutting balloon was selected or use. During the procedure, at the superficial calcification the balloon ruptured. The device was then simply removed from the patient's body. The procedure was completed with a different device. No complications were reported and the patient's condition was good post procedure.